Manufacturer narrative:
The customer reported that a patient's sat rate dropped but no alarms sounded. Based on the available information, the user error in not turning these alarms on is considered to have been a factor in the delay in awareness of this patient's condition. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient's sat rate dropped but no alarms sounded.